Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that clinician and/or any patients have encountered initial insertion unsuccessful and air embolism while using the microintroducer in this case for this patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that clinician and/or any patients have encountered initial insertion unsuccessful and air embolism while using the microintroducer in this case / for this patient.